Event description:
It was reported that the patient had acute on chronic heart failure despite requiring frequent readmission with significant volume overload. Attempts to transition to oral medication failed. The patient was discharged to hospice on (B)(6) 2022 and expired on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported acute on chronic heart failure, volume overload, and patient outcome could not be conclusively established through this evaluation. (B)(4) was not explanted for evaluation. It was reported that the event was not device related. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12 jul 2021. No further information was provided. The manufacturer is closing the file on this event.